Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study and a manufacturer representative regarding a patient receiving intrathecal baclofen 2000,0 mcg/ml at 660,4 mcg/day via an implantable pump. The indication for use was not reported. It was reported that since 5-6 weeks, the patient touched the pump a lot, and it scoured in the harness he was in, making the skin around the pump red and warm. Laboratory testing on (B)(6) 2018 showed limited inflammation. Examination on (B)(6) 2018 showed rubor and calor around the pump. The patient¿s parents also had the impression that the pump did not work very well because of the increased spasticity in the legs. The patient had no fever, no coughing, diarrhea or vomiting. The device diagnosis was ¿pump underinfusion¿. The entire system was explanted and not replaced. However, it was noted the product would be replaced in the future. The event resulted in an emergency room visit and in-patient hospitalization. The event was ongoing. However, the patient's status was alive - no injury. The return status of the device was unable to be determined. The event was related to the device/therapy. The event was not related to the implant procedure. No further cause or environmental/ external/patient factors were noted. The patient¿s medical history included cerebral palsy. The patient was (B)(6) years old at the time of consent ((B)(6) 2018). Information regarding the patient¿s other medications was unavailable. Additional information received from a foreign hcp via a clinical study updated the device diagnosis from pump underinfusion to pump infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via clinical study. It was reported that the event resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via clinical study. It was reported that the patient¿s parents suspected pump dysfunction. It was also reported that since the pump was removed, the patient had started to take baclofen on (B)(6) 2018. It was reported that ¿there was no malfunction of catheter of pump proven during removal of material¿. The event resolved without sequelae on (B)(6) 2018.